Event description:
Doctor ordered a dhs set for a case on (B)(6) 2023. Upon opening the trays it was found that the incorrect inserter (338.300) was in the loan set and the correct inserter (338.302) was missing. Another set was used successfully. Surgery was delayed 30-40 minutes. The procedure was successfully completed. This report is for one (1) unk - plates: dhs/dcs. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk plates: dhs/dcs/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Device available for evaluation: complainant device/part is not expected to be returned for manufacturer review. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.